Event description:
It was reported that a large volume folfusor overinfused medication to the patient. The device infused the entire medication dose ahead of schedule. The device was filled with flucloxacillin 8g in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10: h4: lot 21h027 was manufactured august 23, 2021 and lot 21h026 was manufactured between august 12, 2021 and august 13, 2021. H10: one device was received from lot# 21h027; the device from the reported lot# 21h026 was not received. The device from lot# 21h027 was visually inspected and the inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device was found to be within the product specification range. The reported condition was not verified. The actual device for lot number 21h026 was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted on both lot numbers and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.